Event description:
The lay patient contacted lifescan alleging that his one touch ii meter would not turn on with new battery in place. The patient said he had not tested with the meter since one day in 2005. The patient felt dizzy, at an unspecified time and date. He went to the doctor where a lab result of 225 mg/dl was obtained. The patient received no immediate treatment. He continued taking the "insulin he was supposed to take". The customer service agent (csa) confirmed that the batteries were less than 1 year old and correctly installed. The battery contacts were in good condition. The csa walked the patient through pressing the power button and the meter did not turn on. The meter was replaced.